Event description:
Description: it is reported foreign matter. Event details: it was reported by customer that "it is not embedded in the plastic, and it does scrape off." Injuries or adverse event: no. Item: 305198.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating the presence of foreign matter on the plastic component. To support the investigation, ten sealed blister-packaged samples and one photograph were submitted for evaluation by the quality team. The samples included five units from lot 4332683 and five units from lot 5056705. A visual inspection was conducted using 10x magnification. No defects, imperfections, or foreign matter were observed on any of the samples. The submitted photograph depicts a needle hub outside of its blister packaging, with a dark-colored speck visible. Based on the image, the speck appears consistent with burnt resin; however, no additional information could be determined from the photograph alone. A device history record (DHR) review was completed for material number 305198, covering lots 4332683 and 5056705. The review did not identify any quality issues during production that could be linked to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation, the customer-reported symptom is confirmed through photographic evidence. Due to the absence of the actual physical sample for analysis, a probable root cause could not be determined.